Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
The customer¿s device was requested for investigation, but has not been returned.

Event description:
The initial reporter complained of a cc-xs meter display issue, which could cause misinterpretation of results. The reporter replaced the meter¿s batteries due to the display being faint. The reporter stated the battery compartment had corrosion on the battery contacts, and the reporter cleaned the battery contacts with a pencil eraser. The reporter confirmed the batteries were placed within the battery compartment correctly. The reporter performed a meter reset and a display check. The display check had a complete display, but the top and sides of the three 8¿s were faint, and hard to read. The reported attempted to perform a test ,but received a meter error message. The customer used a new vial of test strips, and was able to perform a test. The reporter's meter result was able to be read, and the result was 2.9 inr. The reporter confirmed "the right side of the 2 and part of the 9 is faint and hard to see," and the inr result "looks like a 2.9 or a 2.3." The reporter confirmed no misinterpretation of results occurred.